Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet operated in bg run mode overnight and the user sought confirmation that entering fingerstick bg values would maintain insulin dosing; the agent advised that dosing would continue when values are entered within the allotted time. Symptoms included hyperglycemia with a reported maximum bg of 259 mg/dl and no associated clinical effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed the device continued dosing insulin during bg run when values were entered as instructed and no device alerts or alarms occurred. It was concluded that the device functioned as designed and that hyperglycemia resolved without medical treatment. The device has not been returned.